Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: corrected fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (7) seven years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Further communication with the customer confirmed that the problem did not recur. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. D8 of this report was inadvertently selected.

Event description:
The customer reported to olympus, that during inspection for a diagnostic upper endoscopy, when physician set narrow band imaging (nbi) to the combination of cv-290/clv-290sl and gif-h290z, a blackout occurred. There were several blackouts when switching to nbi, but the system eventually recovered, and the inspection was completed. It was the octagonal image that was blacked out. The procedure was completed using the same equipment. There were no reports of patient harm. This report is related to linked patient identifier (B)(6).